Manufacturer narrative:
Na

Event description:
It has been reported that a revision surgery was performed, due to osteolysis. Post-operative x-rays, six weeks after surgery revealed normal x-rays. In 2008, there was evidence of patella bone osteolysis. In 2009, x-rays revealed a displaced patella. Revision surgery was performed nine days later, to remove the patella and re-cement a resurfacing type patella.